Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error detected and charge or battery lasts less than expected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the pump had a power error detected alarm. The customer¿s blood glucose was 112 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.